Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011 patient presented with following pre operative diagnosis: degenerative disc disease from l3 through s1. Herniated nucleus pulpous l3-s1. Foraminal stenosis l3-s1. Bilateral lower extremity radiculopathy. Procedures: decompressive laminectomy l3-l4, l4-l5 and l5-s1. Posterolateral fusion from l3 through s1. Posterior interbody fusion l3-l4, l4-l5 and l-5-s1. Insertion of anterior biomechanical device x3. Insertion of k2m peek anterior biomechanical cages; one cage was inserted at l3-l4, one cage inserted l4-l5 and one cage inserted at l5-s1. Use of pedicle screw instrumentation system from l3-s1 using depuy expedium pedicle screw instrumentation system from l3 through s1. Local bone graft harvest. Use of allograft bone. Use of bone morphogenic protein. Use of microscope. Use of ssep emg monitoring. Per op notes: "...cartilage was scraped from the end plates to expose bleeding subchondral bone. This was then mixed with local morsedized bone graft and bone graft material. Next, a k2m aleutian peek cage was packed with bone graft material was inserted in to the disc space with distraction of the disc space. The transverse processes of l3-s1 are decorticated with high speed drill and then packed with morselized bone graft. The remaining facet joints were decorticated with high speed drill and packed with bone graft..." Implants from other manufacturer were also used: screw polyaxl 6*65 mm (2), screw polyaxl 6*45 mm (1).